Event description:
Procedure type: gastric bypass. According to the reporter: the instrument was closed and fired properly. Clips clamped properly but the scalpel did not cut. The instrument had to be removed from the tissue and a new anastomosis had to be made. Operative time was extended by about 1 hour. The tissue was not scarred or thickened. Pt had nearly no residual stomach. Re-resection and new anastomosis with a new instrument was performed. No blood loss, no extension of incision, no change of operation. Loss of tissue occurred.

Manufacturer narrative:
(B)(4).